Manufacturer narrative:
It was claimed that compressor not powering on. There was no patient harm reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved by replacing blown fuses in mains inlet and the device was delivered to the user in working condition. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer ref.#: (B)(4).